Event description:
Cook (B)(6) reported for the customer, "due to a crunch in the lead close to the clavicle bone, it was impossible to advance a stylet wire and a locking stylet. Because the lead looked not fixed to the vessel wall, we attached a bull dog to the lead. The first attempt was a 13f byrd dilator. But we couldn't pass the clavicle bone. With a 9f shortie, we got access into the vessel and could advance it over the proximal end of the proximal coil. The lead started to stretch and it was decided to pull on the total system. The tip of the lead was released from the heart wall, but caused a rupture close to the apex. The emergency started immediately. The cardiac surgeon opened the chest and fixed the hole. When the pt was stable again, but still with an open chest, the ICD lead was extracted with a 11f byrd dilator." No section of the complaint device remained in the pt or had to be retrieved. The add'l procedure was thoracotomy. The shortie was used to extract the lead together with the bulldog lead extender. Adverse effect: rupture close to the apex which had to be fixed by thoracotomy.

Manufacturer narrative:
(B)(4). According to documents submitted to trackwise, product is not being returned for eval. Unable to do an eval of the product, due to the fact that the product was not returned for eval.